Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the implantable cardioverter defibrillator exhibited post-paced t-wave over-sensing. No interventions were performed. Patient condition was stable, and the patient would continue to be monitored.